Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01274.

Event description:
The patient was undergoing a thrombectomy procedure for a cerebral infarction in the right middle cerebral artery (mca) using a penumbra system aspiration pump max 110v (pump max) and the penumbra system max aspiration tubing (tubing). During the procedure, although the patient had slightly tortuous vessels, the physician was able to approach the right mca with a penumbra system ace reperfusion catheter (ace). The physician's assistant prepared for the procedure by connecting the clean side of the tubing to the hub of the ace and setting up the pump max and canister for aspiration. The pump max was then turned on and aspiration was initiated. However, after waiting about ninety seconds, the physician noticed a gradual back flow of blood into the pump max and then noticed that the assistant had inappropriately connected the backside end of the tubing by mistake. Therefore, the pump max was immediately turned off and the devices were reconnected appropriately. The physician then re-initiated aspiration and noticed that the aspiration pressure was normal. Additionally, there was no longer a back flow of blood into the pump max. Thereafter, the procedure was completed using the same penumbra devices without any further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.